Event description:
(B)(6) switched contact lens disinfecting solutions to something called kirkland multi-purpose disinfecting solution a couple of months ago. The old name was very similar or identical, so the change was not obvious when purchasing the package. I noticed immediately because the new formulation caused significant eye irritation and so I ceased rinsing the lenses (johnson and johnson acuvue 2) with their product and instead rinsed with renu. However, I continued to store the lenses overnight in the kirkland product, as it is a disinfectant. Coincident with this, the lenses began shredding very quickly. In the past week, four lenses have split or come apart while being worn, which is a health hazard. I believe the only conclusion is that the new solution is weakening and breaking down the acuvue lenses and represents an immediate health hazard to the users.